Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the pacemaker reverted into back-up mode and exhibited error message. No intervention was performed. The patient experienced no consequences.